Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿product damaged in transit¿ with potential root cause of ¿inadequate packaging design¿. The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard/bd is unable to determine the associated labeling to review. Correction: d4, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that while straightening the stent through guide wire during implantation, the stents were broken down into several pcs.the doctor tried with 4-5 nos. Of stents of the same lot no. Ngct x 233 but got the same result and could not implant the stent into the patient¿s body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that while straightening the stent through guide wire during implantation, the stents were broken down into several pcs. The doctor tried with 4-5 nos. Of stents of the same lot no. Ngct x 233 but got the same result and could not implant the stent into the patient¿s body.